Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended following the patients orthopedic surgery wherein electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a number of months prior to the date the manufacturer became aware.

Manufacturer narrative:
Sc-1216 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended following the patient's orthopedic surgery wherein electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.